Event description:
A needle used for a bone marrow aspirate and biopsy broke, a fragment remained in the patient's pelvis and could not be extracted. It is possible that the bone marrow needle was defective and therefore, broke.